Manufacturer narrative:
(B)(4).

Event description:
A peritoneal dialysis nurse has reported that the pt called to report she discovered the cap missing off the transfer set. The clinic was contacted for info. It was learned that the rn had just seen the pt in the clinic and had applied both a new transfer set and this cap. The pt went home and a few hours later, called to report she was unable to place a new cap. The rn applied a new set and saved this sample.